Event description:
It was reported that during a left hemicolectomy procedure, the surgeon fired the device by squeezing the trigger properly. They heard a crunch and then removed the device to check the doughnuts and perform a leak test. The surgeon observed a posterior staple line leak in the anastomosis. The surgeon then used another device with a blue reload and removed the tissue by transecting. He then created a new segment; performed another anastomosis with an additional circular device and completed the procedure. The procedure was prolonged for 1 hour due to the difficulty of the leak.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. Te device was reloaded with staples, a new washer was placed on the device and it as tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.